Manufacturer narrative:
The device was disposed of and will not be sent back for evaluation. The device history records were examined and all manufacturing and quality control steps were completed in accordance to the procedure. The expandable lemaitre valvutotome (elv) is indicated for cutting saphenous vein valves. The saphenous vein is an extremely delicate, paper thin structure. Per an attached letter from a physician, it states that minor perforations may occur and are easily repaired with suture. The physician noted in his initial report that there was no injury to the patient. At this time there is no further information to determine the root cause of the tear in the vein. Our distributor has a meeting with the physician in the next week to discuss the procedure. Any further details will be sent in a follow-up response to the FDA.

Event description:
After completing a proximal anastomosis of the vein, the surgeon started pulling the elv with blades open. Surgeon realized that the instrument had made a longitudinal tear of the vein over a length of 10cm.